Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a unexpected restart alarm. The customer¿s blood glucose level was 211 mg/dl. The drive support cap was normal. The customer was unable to successfully clear the alarm. The customer was unable to complete insulin pump rewind. Customer stated that they received unexpected restart alarm after inserting battery. The customer was advised to monitor the insulin pump and that customer may continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.